Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1286-01, serial/lot : p9-02804 h3, h6: the navigation camera was returned for analysis. The analysis determined that no failure was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A1: patient initials not available at this time. H3, h6: a medtronic representative went to the site to perform a system check out and they replaced the navigation camera. The system now functions as intended. B01, c07, d02 are applicable to the system checkout. The camera was returned for product analysis. The analysis is still in progress. B21, c21, d16 are applicable to the product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the site aborted guidance system use while in a t10 to pelvis surgery. In the first segment, t10 to l1 on the right side, the surgeon was confident in navigating the drill/tap when placing screws. When moving to the left side the drill/tap trajectory was green, but appeared medial by 2 mm. The surgeon said t10 on the left was according to plan, but freehanded down the arm guide without a cannula to place the pilot hole for t11. When placing the drill down the guide with the cannula the surgeon said it appeared 2 mm to the right and was unable to center it by rotating the tracker. They were able to center it by applying light pressure, but felt uncomfortable with needing to apply pressure to be centered. Site aborted guidance system use, and continued the surgery using their navigation system. There was no patient harm and the procedure was delayed by 30 to 45 minutes.